Manufacturer narrative:
Additional information was received that the patient was frequently charging the ipg. It was believed that there was no device malfunction with the ipg.

Event description:
A report was received that the patient's ipg was not charging as well as before. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's ipg was not charging as well as before. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not charging as well as before. The patient will undergo an ipg replacement procedure.